Event description:
Event description cpi received this ventak 1555 implantable cardioverter defibrillator (ICD) as a routine return for normal battery depletion. This report was created as a result of cpi's return product testing.